Manufacturer narrative:
Analysis on the provided files did not permit to confirm the reported issue. No traces of the freeze were found. - since there is no other document to analysis and that the device can not be returned, the root-cause could not be clearly identified. - the reported issue may have been cause by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze. - the most probable hypothesis is a programmer software issue. - the complaint is recorded for trending purposes.

Event description:
Reportedly, on (B)(6)2024, the screen freeze during follow-up of a teo dr pacemaker. Latest software version on the programmer. Solution: remove and reinsert the battery.